Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located the mildly calcified, non-tortuous superficial femoral artery. After insertion of the 5 mm/40 mm armada 35 balloon catheter over the guide wire, an attempt was made to inflate the balloon; however, a leak was observed at the hub and it did not hold pressure. The balloon catheter was removed from the anatomy and a new balloon catheter was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored. (B)(4).